Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Troubleshooting was done. Customer recalled the significant event leading to the alarm was he was working out and sweating. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up arrow button dome switch. No button error alarm during testing noted. Insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.